Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken ceramic sleeve at the distal end of the instrument. Small diameter section of sleeve had a 0.085 x 0.085 piece broken off. Larger diameter section of sleeve exhibited various scratch marks below the broken section. Additional damage found not reported by the customer was a bent spatula. The spatula was bent to one side at the junction between the round shank and flattened spatula. Evidence not conclusive, but damage to sleeve and spatula may be due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During central processing, the user facility identified cracked insulation on the permanent cautery spatula instrument. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.